Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was displaying an error 5 message. The complaint was classified based on customer service representative (csr) documentation, as the when contacted by phone, the patient declined to give any further information. The patient was unable to inform the csr when the meter issue began. The patient stated that he manages his diabetes with insulin (self-adjuster), and that he made no changes to his normal diabetes management regimen, in response to the alleged error message. The patient stated he did not develop any symptoms, but that on a visit to the doctor¿s office, a blood glucose result of ¿400 mg/dl¿ was obtained on the doctor¿s meter, and he was treated with ¿insulin¿. During troubleshooting the csr noted this was not the first time the product was being used, the correct test strips were being used, and the patient described the correct testing steps. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.